Event description:
Medtronic received information that a rist catheter had resistance and was damaged. The physician inserted a 6 fr slender sheath, the rist catheter, and a 5 fr sim 2 catheter. Upon retracting the sim 2 catheter the physician experienced resistance. Upon exiting the short sheath they noticed the unraveling of the rist catheter. The resistance was in the distal section. The catheter was flushed as indicated in the instructions for use (IFU). The devices were prepared as indicated in the IFU.  The patient was undergoing mma immortalization. Vessel tortuoisty was minimal. The access vessel was the radial artery. No patient symptosm or complications were reported.  Ancillary devices: terumo 10cm 6fr slinder sheath, 5 fr sim 2 130cm catheter additional information was received that the cause of the catheter damage was not determined.

Manufacturer narrative:
H3: product analysis: as found condition: the rist catheter was returned for analysis within a shipping box and a plastic bio-pouch. Damage location details: no damages were found with the rist catheter hub. The rist catheter body was found kinked at ~8.5cm, ~41.5cm, ~52.0cm, ~62.0cm, ~65.5cm, and ~72.0cm from the proximal end of the catheter hub. The rist catheter body was found separated into two segments at ~93.5cm from the proximal end of the catheter hub; ~7.5cm from the catheter distal tip. The catheter inner wire was found unraveled for ~3.5cm. The tubing material at the separated end exhibited plastic deformation (jagged edges). The rist catheter distal tip was found to be ovalized. Conclusion: based on the device analysis and reported information, the customer¿s ¿resistance¿ and ¿damage¿ reports were confirmed. The returned rist catheter was found kinked and separated. The rist catheter can become separated if advanced or retrieved against resistance. However, the cause of the resistance could not be determined. The terumo slinder sheath and sim 2 catheter were not returned; therefore, an analysis could not be performed, and any contributing factors could not be assessed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.